Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the homehoice machine during the last drain cycle of their automatd peritoneal dialysis (apd) therapy. Reportedly, hp disconnected their transfer set from the patient line of the homechoice set during the final drain cycle, without pausing therapy or capping off the patient line. Shortly after disconnecting, hp reconnected their transfer set to the patient line of the homechoice set. Tsc assisted hp in ending therapy early, and advised hp to complete therapy manually. Per rn, no patient injury or medical intervention was associated with this incident.